Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 16f sheath prior to an interventional procedure. Reportedly, a suture break occurred after removal of the plunger. The sutures of two new prostyle devices were pre-placed. The sheath was not upsized and the procedure was completed. The pre-placed sutures were unable to achieve hemostasis and manual compression was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.